Event description:
A discordant, falsely elevated advia centaur cp result for troponin ultra (tni ul) was obtained on one patient sample. A new sample was drawn (second sample) and the laboratory tested this sample which resulted in a discordant tni ul result. The laboratory repeated the testing on the first sample and that result matched the result from the second sample. This corrected result was reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul result.

Manufacturer narrative:
A siemens technical solutions center specialist followed up with the customer regarding this event. The customer confirmed that the system has been performing as expected since the discordant tni ul result was reported to siemens. The cause of the discordant tni ul result is unknown. No further evaluation of the device is required.